Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and continuously beeps without stopping. The customer's blood glucose reading was 413 mg/dl at the time of incident. Troubleshooting advised customer on different ways to fix the timing that alerted her to the high blood glucose. Customer indicated that she will monitor because of the high blood glucose and turn off the sensor and wait to calibrate. No further assistance required at this time.